Event description:
It was reported that a hip revision was performed on a patient after primary spectron/tandem hip done, two weeks prior. The tandem and cocr femoral head was extracted and replaced by a r3 three-hole cup with constrained liner and 22mm cocr femoral head. The patient dislocated after the primary surgery due to contractions ¿ she is spastic.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual examination of the as- received components indicated minor scratches were seen on the femoral head and rim of the tandem shell and liner; this was likely due to removal of the implants. No damage was observed on the outer diameter of the tandem shell or of the femoral head. According to the complaint description, dislocation was likely a patient specific failure and not an implant failure. No material or manufacturing deviations were identified during this investigation. A clinical analysis indicated that based on the limited information provided, the revision was due to the reported dislocation secondary the patient¿s to contractions/spasticity and not an implant failure. The patient impact was the dislocation, subsequent revision procedure and a post-surgical convalescence phase; however, future complications cannot be ruled out due to the patient¿s existing dementia and spasticity. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.